Event description:
It was reported from russia that during service and evaluation, it was determined that the battery oscillator device saw head fell off, made excessive noise, the mode switch was stuck and could not secure the cutter device. The device also failed pretests for general condition, quick coupling for saw blades and mode switch-test. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from russia that during service and evaluation, it was determined that the battery oscillator device motor, pawl release and lock cylinder saw head fell off, made excessive noise, the mode switch was stuck and could not secure the cutter device. The device also failed pretests for general condition, quick coupling for saw blades and mode switch-test. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device motor, pawl release and lock cylinder saw head fell off, made excessive noise, the mode switch was stuck and could not secure the cutter device. The device also failed pretests for general condition, quick coupling for saw blades and mode switch-test. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).